Manufacturer narrative:
Later on in the same report day, the customer thought the pump was not working as the bg level had not lowered. On (B)(6) 2017, the customer reported that the bg level had decreased and the issue was resolved. The pump was operating as expected. No further assistance was required. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a blood glucose (bg) level of over 600 mg/dl. The customer did not know the cause of the high bg. An insulin injection was administered to address the high bg. A pump system check was performed and no device issues were found. Tandem technical support advised the customer to contact a healthcare provider if the bg level did not decrease.